Event description:
The user facility reported a licox until was implanted on a patient who presented to the facility due to a motor vehicle accident. Upon insertion of the licox unit, the user was unable to thread the brain oxygen catheter after numerous attempts. The temperature probe and the icp probe were inserted without difficulty. A second licox bolt was replaced in the operating room with the catheter and probes inserted in the intensive care unit. The catheter was visualized via CT scan in the gray matter of the brain. Upon removal of the second licox unit placed, it was noted that the temperature probe and the oxygen probe shealth ends and the probes were bent. A third catheter was placed and was visualized in the white matter of the brain. The clinical research nurse has reviewed the necessity of making an incision in the dura using a #11 blade. The clinical research nurse believes the burr hole may not be wide enough to accept the #11 blade. No patient injury was reported but several attempts were made to ensure the licox unit functioned as desired.